Event description:
Hmsc reported episode showing noise that resulted in vf detection and shock therapy. Noise on ra and ff as well and suspected to be emi. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.